Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the initially filed report, the following additional information was received. This was reported as an arteriotomy closure of an unspecified artery via a 6f sheath during an interventional procedure. No additional information was provided.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device. Reportedly, the suture was not attached when the physician attempted to cut it. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event will be estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.